Event description:
An additional operation was performed two weeks after the original operation for the bypass procedure. This was performed with success. The current status of the patient is doing well.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. There was a problem unloading the device. The reload locked up. The device locked onto the tissue. The staple line was incomplete. In order to resolve the issue and complete the case, cut out the reload and stapled around it with a new reload. The surgical time was extended by forty minutes due to the product problem. An additional operation is planned to be performed to correct the issue.